Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose .monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6), the patient experienced hypoglycemic symptoms that consisted of weakness and sleepiness. Although the cgm displayed 4.3 mmol/l, a bg was performed which was 1.8 mmol/l. The patient self-treated by injecting one dose of glucagon. The patient recovered without any long-term effects reported. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.